Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported 1 pen needle that would not complete injection with victoza and does not complete a flow check. Date of event : (B)(6) 2021 sample status : discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported 1 pen needle that would not complete injection with victoza and does not complete a flow check. Date of event : (B)(6) 2021, sample status : discarded.